Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between the inratio inr results and the physician's point of care (poc) inr results. Results are as follows: date: (B)(6) 2015, inratio inr: 2.1, poc inr: 3.7, time between testing: seconds. (B)(6) 2015, 1.4, 2.0, 2 hours. Therapeutic range: 2.0 - 3.0. During the testing on (B)(6) 2015, the first drop of blood was not applied to the inratio device. This is considered to be an improper technique when performing the inratio test. Patient was recently diagnosed with cancer. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of in-house testing was performed. In-house strip testing on the reported strip lot had met criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Although an improper technique was identified in the complaint, a root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency no corrective action is required.